Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe tip of luer was damaged. The following information was provided by the initial reporter: during the injection of sodium into the dosifuser, the preparer noticed that the tip of the bd luer lock syringe was stuck in the dosifuser.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. One physical sample and photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off of the syringe and attached to another device. A device history review was performed for reported lot 2208080, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. H3 other text : see h10.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe tip of luer was damaged. The following information was provided by the initial reporter: during the injection of sodium into the dosifuser, the preparer noticed that the tip of the bd luer lock syringe was stuck in the dosifuser.